Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all functional testing. The unit failed visual inspection due to residue observed at the m15 connector. The sensor was determined to be functioning as designed. (B)(6).

Event description:
The customer reported intermittently would display values and then suddenly display no values with no error message. No patient impact or consequences were reported.